Event description:
It was reported that the patient let their implantable neurostimulator (ins) go into an overdischarge (od) condition. It was noted that the patient was in the office where 2 jump starts were attempted. A power-on-reset (por) was also observed with no accompanying error code specified. There were no reported diagnostics or troubleshooting performed for the issue. Subsequent information received reported that they were unable to recover the patient¿s ins and a replacement (to a non-rechargeable model) was to be scheduled in the future. There were no reported patient symptoms associated with the event issue. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient's ins was replaced with a n on-rechargeable one on (B)(6) 2015. No further complications are anticipated.